Event description:
A 28 mm diameter x 30 mm diameter x 90 mm covered length talent stent graft and a 26 mm diameter x 3.75 cm aneurx aortic extension cuff were implanted in patient for the endovascular treatment of a thoracic saccular aortic aneurysm in 2002. The patient has a history of diabetes mellitus, hypertension, chronic obstructive pulmonary disease, dementia and schizophrenia. Aneurysm and vessel morphology are unknown. The patient who resided in a nursing home, was found unresponsive in 12/02. The patient was hostitalized with hypoxia and hypotension. The patient was diagnosed with a myocardial infarction and a leaking thoracic aortic aneurysm with left hemothorax. The patient was placed on a ventilator and the decision to treat endovascularly was made. It was reported that during the procedure the talent thoracic stent graft was midly kinked in the arch of the aorta, which made deployment difficult. Once fully deployed the sheath was retracted to release the stent graft causing a loss of 1.5cm of distal purchase. An aneurx aortic extension cuff was advanced and deployed without difficulty distal to the origin of the left carotied artery and within the previously deloyed thoracic stent graft. Angiography showed no identifiable flow in the left subclavian artery but continued filling of the aneurysm sac. Because another aortic cuff was unavailable the decision was made to deploy an aneurx bifurcated stent graft inside the 26 mm aneurx cuff and talent thoracic stent graft to obtain an adequeate seal. The aneurx bifurcated stent graft was advanced into the thoracic arch, however, due to kinking of the delivery system it was unable to be deployed. The procedure was terminated. It was reported that the patient had a cerebrovascular accident during the procedure and remained unresponsive post procedure. The decision was made to remove ventilatory support and the patient expired in 12/02.